Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. Nerve stimulation and diaphragmatic stimulation were observed as a result. Intermittent capture and unstable thresholds were also noted. The lead was reprogrammed off, and repositioned three days later. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that high impedances and elevated thresholds were noted on the right atrial (ra) lead. High sensing was also noted on the right ventricular (rv) lead which lead to an increase in the thresholds and subsequently caused the diaphragmatic stimulation. The patient also reported feeling spasms due to stimulation. The rv lead remains in use. No further patient complications have been reported as a result of this event.